Event description:
Consumer getting inaccurate readings with upgrade plink. Analysis run on clark error grid using mean average reading (167,157) as reference point vs. Bd readings (33, 60, 274, 302; 47, 270) yeilded data points in the c range of the grid, outside acceptable limits.